Event description:
Customer passed away. Family member stated that customer was having seizures issues. Customer was wearing the pump at time of death. Contacted customer's family member the autopsy results have not been received.